Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the tsw45 would not fire. Another device was used to complete the case. There was no consequence to the pt.